Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy due to their ipg becoming inoperable. A company representative attempted to troubleshoot the issue with a programmer but was unsuccessful. As a result, the patient's ipg was explanted and replaced. Therapy was restored post-op.